Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5073338) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure wire has migrated and is outside of fallopian tube and laying next to uterus they are unsure if it is free floating or embedded on the side of my uterus"), menorrhagia ("heavy menstrual bleeding"), gastrointestinal disorder ("bowel and gi issue") and diverticulitis ("diverticulitis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had problems with bowel. Concomitant products included omeprazole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 4 years 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria hospitalization, disability and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), gastrointestinal disorder (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), arthralgia ("hip ache") and pain in extremity ("legs ache"). The patient was treated with surgery (hysterectomy scheduled for 2017), surgery (uterine ablation) and surgery (gallbladder removed). Essure was removed. At the time of the report, the device dislocation, menorrhagia, gastrointestinal disorder, diverticulitis, arthralgia and pain in extremity outcome was unknown. The reporter considered arthralgia, device dislocation, diverticulitis, gastrointestinal disorder, menorrhagia and pain in extremity to be related to essure. Diagnostic results: CT scan done, the dr told me the right essure wire has migrated and is outside my fallopian tube and laying next to my uterus they are unsure if it is free floating or embedded on the side of my uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5073338) on 30-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure wire has migrated and is outside of fallopian tube and laying next to uterus they are unsure if it is free floating or embedded on the side of my uterus"), menorrhagia ("heavy menstrual bleeding"), gastrointestinal disorder ("bowel and gi issue") and diverticulitis ("diverticulitis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had problems with bowel. Concomitant products included omeprazole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 4 years 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria hospitalization, disability and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), gastrointestinal disorder (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), arthralgia ("hip ache") and pain in extremity ("legs ache"). The patient was treated with surgery (essure removal by hysterectomy - scheduled for 2017), uterine ablation and gallbladder removal. . At the time of the report, the device dislocation, menorrhagia, gastrointestinal disorder, diverticulitis, arthralgia and pain in extremity outcome was unknown. The reporter considered arthralgia, device dislocation, diverticulitis, gastrointestinal disorder, menorrhagia and pain in extremity to be related to essure. Diagnostic results: CT scan done, the dr told me the right essure wire has migrated and is outside my fallopian tube and laying next to my uterus they are unsure if it is free floating or embedded on the side of my uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.